Manufacturer narrative:
This report is being updated to provide investigation findings. Review of the device history record (DHR) is not indicated. The customer indicated directly that the injury was not related to the laser generator or fiber, and confirmed there was no malfunction of either. Physical inspection/evaluation of the suspect device was not conducted, as the device(s) was not returned to olympus. Olympus evaluated trending of this reported event. The rate of incidence of ureteral related patient complications is in line with the risk assessment failure mode and effects analysis (fmeas) and the severity/occurrence ratings. No specific actions are required at this time because as a result of these complaints and no evidence of the severity or occurrence of patient harm being greater than expected. Olympus has implemented software upgrades to reduce risk of injuries to sensitive anatomies such as the ureter. Olympus will continue to monitor complaints for this product through regular trending activities.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported by the customer, during a ureteroscopy/laser lithotripsy of stones in the kidney and ureteropelvic junction (upj) using a tfl-pls laser generator (with a laser fiber), the patient's ureter was perforated during incision of a ureteral stricture. The perforation was minor and was treated with the placement of a ureteral stent. The patient was discharged the same day. No further consequences to the patient have been reported. The physician confirmed there was no malfunction of the tfl-pls laser generator or the laser fiber used in the case, and stated the event had nothing to do with the laser or fiber, but was likely due to the ureteral stricture (patient anatomy).